Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system had the green x-ray light on the column but the system would not expose. A manufacturer representative (rep) rebooted the system and was able to take one exposure before the system would not allow him to expose again. The use of medtronic imaging was aborted. There was a delay of less than 1 hour and no impact on patient outcome.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000450. The system was serviced in the field and it was found that the voltage on the ps1 supply board required an increase adjustment from 4.8v to 5.15v. It was also found that the voltage was slightly fluctuating which is an early sign of declining health. The manufacturer representative (rep) replaced the ps1 supply board and adjust voltage to specification. The system passed system checkout and performed as intended. B01, c02 and d02 apply to the system service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: the power supply (ln: v20410077 rev. 1) was returned for analysis. Analysis found that there was no functional problem found. The power supply operated as intended. Evaluation codes that apply to this testing: b01, c19, d14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3/h6: product ID bi71000450 has been returned to the manufacturer and is pending analysis. Codes b21, c21 and d16 represent this. Continuation of d10: the lot number of product ID bi71000450 has been received. The lot number is: v20410077 rev. 1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.